Event description:
In-stent restenosis was found nine months after the procedure.

Manufacturer narrative:
As reported by the another country study, this patient presented with for elective treatment of the target lesion in the distal right coronary artery (rca) that was in-stent restenosis of a competitor's bare metal stent (bms). The (type c) lesion was described as totally occluded, concentric, bifurcated and diffused, but was not calcified lesion. The diameter of the vessel was 2.62mm but the lesion length was unknown. Pre-dilation was conducted with a 2.0x15mm balloon at 8atm before two overlapping 3.0x33mm cypher stents were implanted at 18atm within 15 seconds. Post-dilation was conducted with a 3.5x15mm balloon at 12atm. Timi 0 and iii flows were recorded pre and post-procedure, respectively. The residual diameter stenosis measured 14%. Ivus was conducted. Pre and post-procedure medications included aspirin 200mg/day and ticlopidine hydrochloride 200mg/day. Four days later, as part of a staged procedure, percutaneous coronary intervention (pci) was conducted at the distal end of the left circumflex with a 2.5x28mm cypher and with a 2.5x28mm cypher at the proximal end of left circumflex. Procedure details were unknown. Seven months later, follow-up angiography was conducted and 90% restenosis was observed inside both cypher stents implanted at the rca. No treatment was provided because the patient refused pci. However, five months later, to treat the restenosis, poba was conducted with a 3.25x15mm balloon. The residual diameter stenosis measured 0%. Additional procedure details were unknown. Please note that this report represents notification of two products with the same catalog and lot numbers, associated with the same restenosis event. In addition, this product is not distributed in the united states. However, it is similar to the us distributed product. They are also not available for testing and evaluation. A male patient with a history of angina, previous mi, previous pci, hypertension and diabetes experienced restenosis seven months post cypher stent implantations. The reason for the patient's initial admission was not reported; but an elective angiogram revealed lesions in the distal rca, distal circumflex and proximal circumflex. This patient's history puts him at increased risk for mace. Pre procedural medications included asa and ticlid; while intra procedural medications included asa, ticlid and heparin. The performance recording of acts was not reported. The distal rca lesion was described as an isr of a non-cordis bms, type c, 100% occluded, 2.62mm in diameter, concentric, diffusely diseased, un-calcified and located in a bifurcation. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The distal rca lesion was pre-dilated prior to the placement of two overlapping 3.00 x 33mm cypher stents at maximum inflation pressures of 18atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. Post-dilation was conducted with a resultant timi flow of 3 and a residual stenosis of 14%. The patient was discharged from the cath lab on medications that included asa and ticilid. Four days after the index procedure, the patient returned for the second half of a planned staged procedure. The intra procedural administration of heparin and the performance or recording of acts was not reported. The vessel and/or lesion characteristics of the distal and proximal circumflex were not provided. It is not known if the distal circumflex lesion was pre-dilated prior to the placement of a 2.50 x 28mm cypher stent at an unknown maximum inflation pressure. This was followed by the placement of another 2.50 x 28mm in the proximal circumflex at an unknown maximum inflation pressure. Two months after the index procedure, the patient's ticlid was discontinued and replaced with cilostazol. The reason for this change was not provided. Seven months after the index procedure, the patient underwent a repeat angiogram that revealed 90% restenosis of the two previously implanted 3.00 x 23mm cypher stents in the distal rca. This event was not treated at this time because the patient declined it. One year after the index procedure (five months after the last procedure), the patient returned for the treatment of his previously identified restenosis. This was treated with ptca with a resultant residual stenosis of 0%. The products remain implanted in the patient, and are thus not available for evaluation. Restenosis is a known potential adverse event following stent implantation. According to the procedural physician, the restenosis is not related to the cypher stents. There are patient, vessel, procedural and possible pharmacological factors that may have contributed to this event. The products were not available for analysis. Device history record (DHR) review was conducted and the products met quality requirements for product acceptance.